Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while passing the lithotriptor through the endoscope during a therapeutic endoscopic retrograde cholangiopancreatography procedure, the tip did not follow the guidewire and was torn. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, guidewire tip torn, could not be identified. The cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor the field performance for this device.